Event description:
A (B)(6) old male patient called zoll customer support to report that his monitor response buttons were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the rear response button was non-functional. The cause of the failure was isolated to a damaged rear response button connector. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.